Event description:
The red and blue extension arms are cracked. Pt has to go back to theatre to have device removed and new one placed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexd0975 showed no other similar product complaint(s) from this lot number.